Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer stated the infusion set was changed and it resolved the issue. The alarm history was reviewed and found an alarm for failed self-test. Customer was assisted performing self-test and it failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: failed self test alarm during self test. Pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform blood glucose meter test due to failed self test alarm. No excessive no delivery alarm noted. Pump had minor scratched display window.